Event description:
(B)(4). The dentist reported 3 months after the dental implant was installed in the patient's jaw it was verified its non osseointegration. 20 ncm of primary stability was achieved and immediate load was not performed. Patient has low bone quality (bone type IV) and bone graft was not executed.